Event description:
The customer reported that the device did not complete the seal cycle. Although an endtone, indicating a completed seal cycle, was heard. There was no unanticipated bleeding, and no harm to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.